Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, performed a system check and the driver failed.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found system check failures in the system check log. Visual inspection of external components found no abnormalities. Visual inspection of internal components found emergency battery connector locking tab broken, leaving connection unsecured and the power management board has capacitor damage. Companion driver failed functional testing for acceptance at incoming inspection due to a depleted 9v battery. The battery was replaced with a known functional battery and driver passed all testing without issue. Failure investigation for this complaint confirmed the reported issue from patient data file review. The customer complaint was replicated during testing; the root cause of the reported system check failure was determined to be a depleted 9v battery. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found during internal inspection is unrelated to the complaint and would not affect driver functionality. Device was not in patient use at time if event. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, performed a system check and the driver failed.